Event description:
The facility representative reported a colleague infusion pump with a bad main display. This condition occurred upon power up of the device but it was not known in which care area this occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.09.90 - colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a bad main display was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a faulty main display. The main display was replaced to correct this condition. A service history review revealed that this device was previously serviced for the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.